Manufacturer narrative:
There is no allegation or indication of any system or component failure and the patient had reported receiving good pain relief from the system up until the time of explant. The pictures provided by the patient appear to show that the skin erosion was taking place at the site of a lead anchor. It is unclear why the patient experienced skin erosion more than a year after having the system implanted. The results of any lab testing have not been shared with the firm, however the timeline for this event indicates that any infection present is unlikely to have been introduced by the nalu device itself.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat head pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the occipital nerve. During a patient survey in on (B)(6) 2024, the patient indicated that pain was being completely eliminated, dropping from 7/10 down to 0/10. On (B)(6) 2025 the patient contacted nalu product support to report that one of the implanted leads was exposed through the skin on the back and the patient thought it may be infected. The patient reported that the implanting physician was contacted but was informed that the physician no longer works with nalu products but would refer the patient to a different doctor. A nalu representative local to the patient assisted in identifying physicians near the patient to assist. The nalu representative contacted the local physician that the patient chose and was informed by the new doctor that the implanting physician would be contacted and encouraged to explant the device. Nalu offered any support required for the explant, however all assistance was declined and the physician became unresponsive. On (B)(6) 2025 the patient informed the firm that the explant had taken place on (B)(6) 2025 and that the patient was doing well. The patient also noted onset of "flu and covid", however it is unclear if there is any official diagnosis. The patient reported that the explanted device had been sent "somewhere for testing".